Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Not returned to manufacturer.

Event description:
It was reported that during a shift check, the autopulse platform s/n: (B)(4) displayed user advisory (ua) 45 (not at "home" position after power-on/restart). The customer tried several things such as replaced a new lifeband and the battery was removed re-inserted but the ua45 error message could not be cleared. There was no patient involvement reported. No other information was provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). Visual inspection of the returned platform was performed and found the short black cover was damaged. The autopulse platform is a reusable device and was manufactured on 07/09/2013. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and is unrelated to the reported complaint. A review of the autopulse archive data log was performed and no discrepancies were observed. During functional testing the autopulse platform passed the load cell characteristic check and all functional tests without any discrepancies. In summary the customer's reported complaint that the platform displayed user advisory (ua) 45 ((not at "home" position after power-on was not confirmed during archive data log review or functional testing. There were no device deficiencies found during evaluation of the returned platform which could have caused or contributed to the reported ua 45 message. Therefore, a root cause of the ua 45 could not be determined. The autopulse platform performed as intended. Note that user advisory error messages are designed into the platform when one of several conditions is detected. Ua 45 can easily be cleared by the operator. The error code alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruct, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position.